Event description:
It was reported that one onyx frontier coronary drug eluting stent dislodged during insertion into the homeostatic valve and fell off inside the guide catheter. The lesion to be treated was moderately tortuous, mildly calcified with 80% stenosis and located in the proximal diagonal branch. The device was inspected, and negative prep was performed without issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. The stent was not implanted. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. A kink was evident to the hypotube. The dislodged stent was captured on the distal shaft. De formation was evident to distal stent struts with no evidence of expansion. Balloon folds were partially open on device return. Crimp impressions could not be observed. No other deformation evident to remainder of the device. Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the homeostatic valve and 6f guide catheter were non-medtronic devices. There were no difficulties removing the protective sheath. The dislodged stent was trapped inside the guide catheter and was removed with the guide catheter. The homeostatic valve or the guide catheter did not cause/contribute to the dislodgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.